Event description:
Reporter indicated that the screen of her vns therapy programming handheld was freezing. Handheld and accompanying software were subsequently returned to MFR for product analysis; however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.